Event description:
It was reported the implantable neurostimulator (ins) was not charging "beyond ¼ levels." The patient also was experiencing shocking. The ins was replaced in november. A few days later, it was reported the ins was also depleting "right away" before being replaced. It was noted that only the ins was replaced at that point. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).